Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer had to change the pump battery every two days and wanted to make sure it was ok. The customer reported high blood glucose, but declined to troubleshoot because the reading was from that morning and the customer felt fine at the time of the call. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting and did a self test and stated everything seemed to be ok. The customer was advised to monitor the pump. No harm to the customer requiring medical intervention reported. The customer will continue use of the device. The device will not be returned for analysis.